Manufacturer narrative:
Results and conclusion summation- dissection, as listed in the IFU, is a known adverse event associated with stenting and is not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of implant. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention..." The post dilatation performed may have contributed to the reported dissection. A conclusive root cause cannot be determined.

Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that a dissection occurred in the mid right coronary artery (rca) and was treated with another stent. No additional event or pt information is available.